Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the device could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the instructions for use (IFU). A definitive root cause of the foreign material in the nozzle could not be specified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: gif-1200n operation manual chapter 3 preparation and inspection. Gif-1200n reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. The customer could not confirm whether there were abnormalities in the accessories used for manual cleaning. The customer could not confirm whether the device¿s instrument channel outlet was wiped with clean, lint-free cloths/brushes/sponges. The customer could not confirm whether the device was soaked prior to manual cleaning. The customer reported the instrument channel, instrument channel port and suction cylinder were brushed during manual cleaning. During functional testing, the reported issues were confirmed: the bending angle in the up direction did not meet with specifications and the up/down knob had excess play. These issues were caused by a worn angle wire. Additional testing showed that foreign objects came out of the suction tube and a channel cleaning brush could not be smoothly inserted into the tube. During visual examination, the following issues were found: the bending section cover adhesive was scratched; the universal cord was scratched; the universal cord protector was scratched; and the connecting tube was scratched and dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had insufficient angle and angle play. The device was returned to olympus for evaluation. During evaluation, foreign material was found in the suction channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.